Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer would not update. Analysis was unable to confirm the programmer was shutting down. The software was reloaded. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not stay on and continued to power off. Additionally, the programmer was unable to perform a software update and was missing parts. The programmer was returned for service. No patient complications have been reported as a result of this event.